Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient neurological/intracranial sequelae are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. This report is related to MFR report # 3008881809-2017-00441 and MFR report # 3008881809-2017-00440. Subject device remains implanted.

Event description:
It was reported that a patient underwent stent-assisted coil embolization for an unruptured aneurysm located at the left superior cerebellar artery. Neurological assessment pre-procedure was national institutes of health stroke scale (nihss) of 0 and modified rankin scale (mrs) of 1. The day post-procedure, the patient experienced impaired hand-eye coordination that lasted until an unknown period of maximum 1 month. The impaired hand-eye coordination was resolved. Neurological assessment post-procedure and at 2-month post-procedure was nihss of 0 and mrs of 1. According to the physician, the impaired hand-eye coordination was possibly related to the procedure and the atlas stent (subject device).